Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a pad procedure, the hub separated from the sheath. The device was removed successfully by hand. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. One used/damaged flexor raabe guiding sheath was returned for investigation with an inserted dilator and the check-flo assembly separated from the sheath. There did not appear to be significant damage to the flare. A go /no-go flare gauge was used to confirm that the flare size was manufactured to specification. The connector cap was found to be out of specification. A document based investigation evaluation was performed. Instructions are in place to verify that the device is manufactured to specification. The process of attaching threaded proximal end fittings to flexor sheaths is validated; the process validation shows that the device meets tensile requirements per iso 11070:2014. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned device and the results of our investigation, the root cause of this failure mode is attributed to the sheath having an incorrect sized connector cap. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
During a pad procedure, the hub separated from the sheath. The device was removed successfully by hand. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.